Manufacturer narrative:
Adding additional information received: we received an implant and abutment d3,0, which were placed in a contraindicated position. The optical investigation showed, that the implant is not fractured, but was damaged during removal. Removal was assumably due to the fracture of the abutment. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect - impact code: 4627. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional medical device problem code: 1494. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation findings: 4248. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation conclusions: 24. This is a follow up report to add this additional code. Device received for this event is being corrected from xive s plus impl d3.4/l13 catalog # 26-2433 to fri estheticbased 3.0/gh 5/a 0 catalog # 32462125. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information. Correcting concomitant medical products from 32462135 to xive implant 32262412. This a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to fracture of implant.